Manufacturer narrative:
Continuation of d10: product ID 9735670 (serial: (B)(6)); product type: implant date n/a; explant date n/a product ID unk_nav_comp (unknown serial/lot); product type: implant date n/a; explant date n/a section d references the main component of the system. Other medical products in use during the event include: emitter 9733752 axiem 3 tabletop h3) no parts have been returned for analysis. The site decided to purchase a new device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that there was a damaged flat emitter. The site damaged the limo connection of the flat panel emitter. There was no patient involvement.